Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) during cardiac surgery using internal electrodes with the unit, but the device failed to discharge the energy. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that the device is not being returned to zoll medical corp for eval, as the facility has determined that the reported malfunction was a result of user error, as the physician using the device was unfamiliar with the location of the discharge button on the internal electrode's handle. Add'l customer in-servicing has been performed by the zoll sales rep at the facility.